Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening.

Event description:
The patient had right side si joint arthrodesis where three implants were installed. The initial procedure date is not known. The patient had good initial pain relief before reporting a recurrence of right side si joint pain symptoms. The surgeon determined that the superior and middle implants may have been loose. The surgeon did not indicate that any of the implants were malpositioned. In (B)(6) 2019, the surgeon removed the right side superior positioned implant and replaced it with a new implant of the same type packed with bone graft. He then added an additional implant of the same type in a more ventral position. The inferior positioned implant was not adjusted or removed. The status of the patient following the revision procedure is not known.